Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the dc-dc converter printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that when powered on smoke came out of the exhalation section of a 980 ventilator. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: the dc-dc converter printed circuit board assembly (pcba). The dc-dc converter pcba was visually inspected where it was observed that the capacitor was severely thermally damaged, smoke damage on the printed circuit board (pcb) and adjacent connector and there were also signs of damage to components. Conclusion: electronic component failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.